Event description:
Pt with right mca territory infarction being cooled with cooling device. Several days into treatment, there was a break in the closed system resulting in an infusion of greater than 4 liters of normal saline. The pt developed shortness of breath and began desaturating for which he received diuretics with good results.